Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). A promus element plus 2.50x28 mm device sds was returned for analysis instead of the reported promus element plus 3.00x28 mm device. A visual examination of the crimped stent found stent struts along the majority of the proximal stent body were damaged, distorted, stretched and lifted from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found several outer kinks along the length of the extrusion. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on returned device analysis completed 12-april-2016. It was reported that crossing difficulties were encountered. The tight target lesion was located in a coronary artery. A 2.50x28mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.